Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited low impedance. No other electrical anomalies were reported. The lead was explanted and replaced. The patient was stable prior, during and after the procedure.